Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump displayed inaccurate fill estimates. Reportedly, the insulin gauge showed 60+ initially then remained static at 105 units. The customer's blood glucose was not impacted. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.